Event description:
A malfunction was reported with the customer¿s pump, which resulted in a malfunction code but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.